Event description:
It was reported that the patient presented to the clinic and found to have reproducible right ventricular lead noise. There were no other anomalies reported and the patient was asymptomatic. On (B)(6) 2018, the physician capped and replaced the lead. The pacer was explanted and replaced as well. Patient was stable post procedure.